Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent surgery (date not reported) for soft tissue reduction and abutment exchange. Implanted device remains.